Event description:
It was reported that a small volume intermate had particulate matter inside of its bladder. This was identified during filling with an unspecified solution. There was no patient involvement. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured july 17, 2014 to july 18, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed a white particle 1.46 mm in length, floating in the fluid within the reservoir. Fourier transform infrared spectroscopy determined the particle to be acrylic material. The cause of the condition was not determined. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.